Event description:
A physician reported that during cataract surgery with an intraocular lens (iol) implant procedure, the lens was set in the injector as usual and inserted into the eye, but scratches and damage was found on the intraocular lens. At that time, no health risks have been determined from the surgery. The surgery was completed with the lens still fixed in the bag. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A video was provided. The cataract removal was shown. This took 4:45 minutes. The cartridge preparation and lens loading were not shown. The initial lens advancement was not shown. The cartridge tip came into view from the bottom right side of the screen. The tip was inserted into the edge of the incision. The yellow single-piece lens was visible advanced to the parting line. The lens was rapidly advanced into the eye. Both haptics were tucked in the optic fold. The handpiece plunger had been advanced over the trailing optic edge. The optic was cracked on the edge due to the plunger override. Deep fold lines were also observed. This may indicate the lens was folded for an extended period of time. These types of fold lines may occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic was placed in the device. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.